Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: item number 110024464 item name g7 dual mobility liner 44mm f lot # 896290. Item number 00811400210 item name femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length lot # 64441079. Item number ep-200160 item name act artic e1 hip brg 28x54mm s60 dia28 lot # 012620. The device will not be returned for analysis as was not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately nine months post implantation due to dislocation. No additional information on the reported event is available at this time.